Manufacturer narrative:
The device was returned for analysis. The rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar complaints. Based on the information provided, the balloon rupture appears to be due to case circumstances. It is likely that the balloon rupture occurred due to interaction with the calcified lesion causing damage to the outer surface of the balloon material. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a moderately calcified femoral artery. The 6.0x200mm armada 18 balloon dilatation catheter (bdc) was inflated to 7 atmospheres and then inflated for a second time to 8 atmospheres when the balloon ruptured. Another same size armada 18 bdc was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.